Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the reference / solenoid valve to resolve the issue.(B)(6).

Event description:
On (B)(6) 2016, the customer reported to beckman coulter that the au400 clinical chemistry analyzer generated high chloride (cl) result in one patient sample. There was no impact to patient treatment. The result was not reported outside of the lab. Controls were run prior to this event and the results within the lab's established ranges.